Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarm noted. We were unable to confirm motor position encoder error alarm in alarm history screen due to several alarms noted. The insulin pump alarmed noted due to corrupted history file. Drive support disk was inspected and no anomaly was noted. The insulin pump functioned properly. The motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device was alarming motor error alarm. It was reported that the drive support cap appears to be damaged. It was reported that the device's alarm history was not able to be viewed, due to device being stuck in rewind. It was reported that the device would be replaced and returned for analysis.